Manufacturer narrative:
The manufacturer concludes the device operates and alarms as designed and no further action is required.

Event description:
The manufacturer received information indicating a patient had expired while a ventilator was in use. There was no allegation of device malfunction. The ventilator was returned to the manufacturer for investigation. The device passed all testing and was found to operate and audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's event log was reviewed and no errors which would indicate a device or alarm malfunction were present. The event log confirmed the device was being used with dc power (further confirmed by the reporter of the event) and the reported event was caused by the device shutting down due to depleted internal and external batteries. The ventilator alarmed as designed (20 minutes of run time remaining, medium priority alarm; 10 minutes of run time remaining, high priority alarm for each battery) to alert the patient or caregiver, but the device shut down due to depleted batteries before the device was connected to an ac source.